Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, there was poor water circulation in the cooling and heating system. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The fsr found plumbers putty in the hansen quick disconnect fitting. He replaced the hansen fitting. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filled accordingly.